Manufacturer narrative:
Citation: finkelstein, a. Md et al. Safety outcomes of new versus old generation transcatheter aortic valves. Catheter cardiovasc interv. 2018; 1¿10. Doi: 10.1002/ccd.28021 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding safety outcomes of new and old generation transcatheter aortic valves. All data were collected from a multi-center registry between 2008 and 2016. The study population included 2,606 patients, 514 of which were implanted with a medtronic evolutr valve and 1,181 of which were implanted with a corevalve. The remaining patients were implanted with a non-medtronic balloon expandable transcatheter aortic valve. Serial numbers were not provided. The study population was predominantly female; mean age 82.7 years. Among all patients adverse events included: greater than moderate paravalvular leak (pvl), valve malpositioning, vascular complications/blood loss, valve migration, cardiopulmonary resuscitation (CPR) during implant, atrial fibrillation (afib), cerebral vascular accident (cva), coronary artery obstruction that required intervention, conversion to surgery, valve-in-valve, septal perforation, tamponade, annular rupture, myocardial infarction (mi), left bundle branch block (lbbb), infection, and permanent pacemaker implant. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.